Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported to abbott that the patient's trial procedure was abandoned on (B)(6) 2020. Physician attempted to access the epidural space multiple times without success. Lead 3086 sn (B)(6) was opened but not used. No other complications were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant trial lead on (B)(6) 2020. During the procedure, the physician was unable to implant the lead as the physician was unable to access the epidural space. As a result, the procedure was abandoned.